Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegations against this device were confirmed. The device was returned with the header completely separated from the device and in multiple pieces due to the use of a bone saw during explant. The rv ring setscrew was found to be stuck in the up/loosened position and took force to break free. The device passed labeled longevity calculation and due to the header being separated and in multiple pieces, no further testing was able to be performed.

Event description:
Boston scientific received information that during a routine change-out procedure, the physician was having trouble removing the right ventricular (rv) lead from the header of this cardiac resynchronization therapy defibrillator (crt-d). The setscrew was stuck fixed in place. Upon loosening the setscrew and using various oils, the physician was eventually able to get the set screw out and remove the rv lead successfully. No damage to any products was noted and the rest of the change-out procedure proceeded successfully. The crt-d was explanted and is no longer in service. No adverse patient effects were reported.